Event description:
A medtronic representative reported that while in an ent procedure, the system is slow and unresponsive in the registration step of surgery. Re-booting the system allowed them to proceed to register. The surgeon chose to discontinue the use of the fusion navigation system to complete the procedure. There was no negative impact on patient outcome reported.

Manufacturer narrative:
RMA issued. Suspect part has not been returned to manufacturer for evaluation. A computer upgrade has reportedly resolved the issue.